Event description:
Reporter indicated a vns patient developed a post-operative infection lateral to the vns generator site due to the patient picking at the site. The patient was placed on augmentin antibiotic and the wound was cleaned twice a day with hydrogen peroxide followed by an application of bactroban ointment. The patient's wound is now clean and dry and the patient is doing well.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.